Event description:
This unsolicited device case from united states was rec'd on (B)(6) 2014 from a sales rep. This case concerns a female pt of unspecified age whose knee became very swollen and underwent knee effusion after receiving treatment with synvisc one injection. It was reported that the pt had used synvisc in the past. No relevant medical history, concomitant medication or concurrent condition was reported. On an unk date in (B)(6) 2014, last week, the pt rec'd treatment with synvisc one injection, at a dose of 6ml, once (route of administration batch/lot number and expiration date were not provided) into an unspecified knee for an unk indication. The same day, pt's knee became very swollen and the side of knee was not known. It was also reported that the pt did returned to the office and the dr drained the knee of an unk amount of fluid and injected a corticosteroid (unspecified) (steroid). The fluid was not analyzed after withdrawal. In addition, it was also reported that this pt was fine now. Outcome: unk for both the events. Serious criteria: intervention required (steroid administered). A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same.